Manufacturer narrative:
Product information: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced deep pocket pain and discomfort. The patient's implantable cardioverter defibrillator ( ICD) and right ventricular (rv) lead were both explanted. No patient complications have been reported as a result of this event.